Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided in section is for the domestic similar product. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests a leak occurred at the connection of the infusion set and the mz1000 during clinical use. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.